Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the filament of the adc freestyle libre sensor remained stuck in his arm after removal. The customer experienced itching, tingling, and a "foreign body feeling" at the sensor site and had contact with a healthcare provider. X-rays were taken of the sensor site however the filament reportedly could not be seen due to its "soft" material. The healthcare provider surgically removed the filament from the arm and no further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor, and no issues were observed. The returned sensor plug was properly seated. Visual inspection of the sensor plug assembly was performed and no failure modes were observed. The sensor tail was observed severed upon visual inspection. Extended investigation has also been performed. Isp (inspect, sample, pack) data was reviewed and identified that the sensor tail was within manufacturing specifications. No malfunction or product deficiency was identified. This issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.section g1: (contact office first name, contact office last name, contact office phone number, and contact office email) have been updated.

Event description:
A customer reported that the filament of the adc freestyle libre sensor remained stuck in his arm after removal. The customer experienced itching, tingling, and a "foreign body feeling" at the sensor site and had contact with a healthcare provider. X-rays were taken of the sensor site however the filament reportedly could not be seen due to its "soft" material. The healthcare provider surgically removed the filament from the arm and no further treatment was reported. There was no report of death or permanent injury associated with this event.